Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause cannot be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: degradation problem; cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the endoscope sheath tip has started coming off. There were no reports of patient harm.